Event description:
Event description guidant received information that ventricular tachycardia (v-tachy) episodes were stored in the memory of this pacemaker. Upon review of the stored electrograms (egm), noise and ventricular undersensing were suspected. Further review of egm's revealed intermittent loss of ventricular capture. High threshold measurements were also noted on the strips returned with the egm's. A microscopic lead dislodgement was suspected. An invasive lead revision procedure was performed. Tricuspid regurgitation was observed during the procedure and the passive fixation lead was explanted, replaced with a competitor's active fixation lead, and returned to guidant.